Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing anterograde approach. The 99% stenosed target lesion was located in the severely calcified superficial femoral artery. After a non-bsc guidewire crossed the lesion, a 5.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. The balloon was initially inflated at 8 atmospheres for 5 seconds, however, the balloon ruptured. The device was completely removed from the patient. The lesion was dilated with another sterling mr and a stent was deployed. The procedure was completed. No patient complications were reported and the patient's status was good.